Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology the needle and the canula was completely separated. The following information was provided by the initial reporter: "upon opening package nurse found that the needle and the canula were completely separated".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 1280528, medical device expiration date: 30-sep-2024, device manufacture date: 07-oct-2021. Medical device lot #: 2047856, medical device expiration date: 31-jan-2025, device manufacture date: 24-feb-2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology the needle and the canula was completely separated. The following information was provided by the initial reporter: "upon opening package nurse found that the needle and the canula were completely separated".